Event description:
It was reported that the asymptomatic patient experienced a long sustained ventricular tachycardia episode and delayed high voltage therapy which was then addressed by the ventricular therapy assurance (vfta) algorithm which converted the patient back to normal sinus rhythm. The delay in therapy was questioned by the clinician and found to be due to low signal amplitude on the far field discriminator channel limiting reliable rhythm discrimination and prompting the device to prioritize the vfta algorithm over discrimination. No intervention was performed. Programming changes were suggested. The patient was discharged with no complications.